Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned for analysis. No anomalies found. Other: it was reported that the pt had expired and that no capture was detected at time of death. The devices were explanted and returned for analysis. Additional information received indicates the death was not device related; cause of death was cardiac arrest. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications, capture, failure to.

Event description:
It was reported that the pt had expired and that no capture was detected at time of death. The devices were explanted and returned for analysis. Additional information received indicates the death was not device related; cause of death was cardiac arrest.